Event description:
It was reported to boston scientific corporation that a 10x40 wallflex fully covered biliary removable stent was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. Reportedly, the patient¿s anatomy was not tortuous. During the procedure, when the physician attempted to deploy the stent, a part of the catheter came off when pulling on it. It was reported that the hub had detached from the delivery catheter. The stent was not able to be deployed at all inside the patient. The stent was removed from the patient fully constrained. The procedure was completed with another 10x40 wallflex fully covered biliary removable stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Reporting was required because the device is only sold ous but is similar to the m0070520 that is sold in the u.s.

Manufacturer narrative:
Investigation result of outer sheath detached. Investigation results: a visual examination of the returned device noted that the device was received with the stent fully mounted on the delivery system. The distal handle had been retracted past the limit marker. The dark blue outer sheath was detached from the guidewire access sleeve, exposing the inner catheter. There was a slight resistance noted at the proximal end of the inner member hacked during an attempt to resheath the device. Part of the inner member jacket had lifted off the inner catheter. During analysis it was possible to return the distal handle back to its start position, which reconnected the outer sheath and the guidewire access sleeve. The stent was then able to be deployed. There were no issues with the profile of the stent. No issues were noted with the reconstrainment band. The noted damages indicate difficulty was experienced during deployment and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.